Manufacturer narrative:
(B)(4).

Event description:
It was reported that during patient use, a ventilator stopped cycling. The patient was removed from the ventilator and placed on an alternate device. The patient was not harmed as a result of the event.